Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had a open sore on lower leg and an infection of the knee. Poly was swapped out & cultures were taken.